Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a stroke. It is unknown if the stroke was related to the implant stimulator. No additional information could be collected.